Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. The patient noticed blisters and pus. For treatment, the patient was given oral antibiotics. The pod was worn longer than 48 hours on infusion site (leg). The patient was discharged after a couple hours. The pod was discarded.